Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not displayed in the cubie when opened. A field service engineer (fse) resolved the issue by replacing the open close sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer map was not displayed on the screen when opening drawers to remove medications. Although the issue was initially reported for drawer 3.2, the customer confirmed it was occurring across all full-size drawers, with mini drawers not yet tested. The drawers were functioning mechanically, as they were locking and unlocking properly; however, the station appeared to not recognize the drawer open/close state. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.